Event description:
Customer reported tubing segment ballooned and ruptured on a pt care floor over the weekend, but she has no other pt or event details at this time. There was no report of pt harm or medical intervention.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the affected product be received for eval.